Event description:
It was reported that during a lap sigma, the device did not function and the generator display showed instrument error. As the surgeon was uncertain what to do, he decided to perform a conventional surgery. No patient consequence.